Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device flashed during the laparoscopy procedure. The intended procedure was completed with another similar device. The field service engineer of olympus china went to the user facility for installation of the monitor and checked the subject device. During the installation of the monitor, the monitor image which was connected to the subject device was sometimes not available and the image of the subject device was unstable during the installation of the monitor. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to interrupting the communication between the subject device and video processor due to temporary attaching of the dirt and foreign object to the electrical contacts of subject device video plug. If additional information becomes available, this report will be supplemented.